Event description:
The physician was attempting to exchange patient's left ureteral stent. The guidewire delaminated and had to be removed. The access to the ureter was lost. The patient will likely need an additional procedure.